Event description:
It was reported that the metal prong on the tip of the inserter broke off and became lodged in the anchor in the patients shoulder, the procedure was completed in this way. There was no patient injuries and a delay greater than 30 minutes was reported.

Manufacturer narrative:
One 72202403 bioraptor knotless suture anchor device was not returned for evaluation. Per information provided, a fragment of inserter prong broke and lodged inside the anchor. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation according to instructions for use (IFU). Influences unrelated to manufacture that could compromise product performance or integrity include: site prep with alternate or without recommended instruments. Difficulty with establishing and maintaining axial alignment of suture anchor with prepared insertion site. Excess force placed upon the product. Review of IFU confirms instructions, precautionary statements and recommendations for proper use of product. Per IFU (B)(4): "breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. Warning: to prepare the insertion site, only use the appropriate smith & nephew drill guides and drill bits intended for use with the bioraptor knotless suture anchor to ensure that the implant is properly aligned. Caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Use of excessive force during insertion can cause failure of the suture anchor or insertion device." Final product met predetermined specifications upon release to distribution.